Event description:
Patient's meter would not power on. They reported having low blood glucose symptoms (unknown) and unable to test their blood glucose level for 2 days. Patient and family member replaced the batteries; however the meter would still not power on. On one occasion, patient was instructed by family member to eat candy because they were unable to test and felt low (unknown symptoms). Family member arrived 20 minutes later and obtained a reading in the "200's" on another meter. Family member was able to provide a back up meter, since they work in healthcare. Patient was not hospitalized. No adverse event or serious injury occurred. The customer service representative checked that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly) and the meter would still not power on. The meter was replaced.